Event description:
It was reported that the patient underwent a tlif at l4-5 and l5-s1 with posterior instrumentation at l3-s1. It was reported that images taken in 2007, revealed a broken screw on the left side at l3. Fusion was progressing but was not complete. A revision surgery has not been planned. No patient complications were reported.

Manufacturer narrative:
Device remains implanted. No product has been returned to medtronic for evaluation. Examination of post-op x-rays taken 2008, reveal a fractured screw at left l5. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of this event.